Event description:
Customer reported power cord had exposed copper wires. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.